Event description:
It was reported that they were trying to cool patient but keep getting alert 113 reduced water temperature control in an arctic sun device. Normothermia targeted temperature (tt) was 37.5c, patient temperature (pt) was 38.7c, water temperature (wt) was 27.7c. System diagnostics showed that the outlet monitor temperature (t1) was 27.7c, outlet control temperature (t2) was 27.7c, inlet temperature (t3) was 27.7c, chiller temperature (t4) was 4.3c, water flow rate (wfr) was 3.1 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 70 percentage, mixing pump command (mpc) was 100 percentage, heater was 0, water reservoir level (wrl) was 5, system hours were 2773.1 and pump hours were 1369.5. Advised swapping out to alternate device. Send this one to biomed labeled 113 not cooling. Per follow up information received via task on 21apr2026, spoke with biomed who confirmed a mixing pump failed had been identified. They would repair onsite.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.